Event description:
Boston scientific crm received information that the right ventricular (rv) pacing threshold and rv pacing impedance measurements at implant were 4.5 volts at 1.0 ms and 1000 ohms respectively. The rv pacing thresholds have improved, however, the rv pacing impedance measurement was out-of-range (oor). Subsequently, boston scientific crm received information that this patient's latitude monitoring system detected a red alert (high rv pacing impedance). The local representative was notified. However, a call to the physician was not required as the alert occurred prior to the last in-clinic check. Subsequently, the patient's latitude monitoring system detected a red alert (high rv pacing impedance). Both the local representative and clinic nurse were notified. Approximately seven days later, another red alert was detected for high rv pacing impedance.

Manufacturer narrative:
Boston scientific crm received information from an implant form that the patient was presented to the electrophysiology (ep) lab. The rv pace/sense terminal pin was surgically capped and a separate rv pace/sense lead was implanted. The shock portion of the defibrillation lead and the chronic device remains in-service.